Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm x 80 mm wallflex¿ biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an unscheduled biliary reintervention procedure with stent placement performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a history of cholangiocarcinoma and had one (1) prior plastic biliary stent and one (1) prior 10mm x 80 mm wallflex¿ biliary rx uncovered stent implanted. On (B)(6) 2015, the patient presented with biliary obstructive symptoms, and an unscheduled biliary reintervention was conducted as an inpatient procedure due to the recurrence of the original biliary stricture. A second 10mm x 80 mm wallflex¿ biliary rx uncovered stent was implanted to address the lack of stricture resolution and the procedure was completed (this event is captured in manufacturer report #3005099803-2015-03603). On (B)(6) 2015, the patient presented with abdominal pain, jaundice, nausea, and elevated levels of bilirubin and alkaline phosphatase. The physician noted during an endoscopic retrograde cholangiopancreatography (ercp) procedure and scan that the second wallflex¿ biliary rx uncovered stent was occluded due to tissue ingrowth and sludge. On (B)(6) 2015, an unscheduled biliary reintervention was conducted as an inpatient procedure. During this procedure, a third 10mm x 80 mm wallflex¿ biliary rx uncovered stent was implanted due to the lack of stricture resolution. The stent was placed in a satisfactory position across the stricture and the procedure was completed. The patient¿s symptoms resolved and the patient was discharged from the hospital on (B)(6) 2015. Reportedly, all three wallflex¿ biliary rx uncovered stents remain implanted. There were no patient complications reported as a result of this event.